Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke on the bosses when loading. Not on the patient. They used another cartridge and worked fine. The procedure was a lap cholecystectomy, completed successfully.